Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70502u106) was advanced to the mitral valve and the clip was positioned in the center of the mitral valve (a2-p2). The clip was implanted, reducing the mr to 3. The second cds (70502u107) was advanced to the left atrium. When the clip was opened in the left atrium (la), a small thrombus was noted around one of the clip arms. It was decided to remove this cds with the clip and aspirate as much as possible to be sure that there were not any blood clots in the la. On echo, it was confirmed that the la was free and there were no blood clots on the steerable guiding catheter (sgc). The procedure was continued. Three clips were implanted, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported thrombus, could not be determined. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.